Manufacturer narrative:
Combination product: yes.

Event description:
Ra and rv leads were explanted during battery changeout due to potential performance issues. No adverse patient events were reported. Should additional information be received, this file will be updated.